Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the implanting center due to driveline communication fault alarm with yellow wrench symbol, text information on the screen, and a beeping tone. The alarm was silenced for four hours by the patient by pressing the alarm silence button. Log files were downloaded, and the modular cable was exchanged. The primary system controller was also swapped with the backup controller. Visual inspection of the pump cable and modular cable connector revealed signs of corrosion with green coating on the contact pins. On (B)(6) 2025, the patient reported a driveline power fault alarm to the hospital. The patient came to the hospital for troubleshooting. While cleaning the contacts on the modular cable and controller connection, a controller internal fault alarm occurred. The controller was exchanged immediately as a brand-new controller was available nearby; after retrieving log files, the patient was discharged home on (B)(6) 2025 without active alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller internal fault alarm was confirmed via analysis of the returned controller and review of the submitted and downloaded log files. The reported corrosion and associated driveline communication and driveline power fault alarms are addressed under the pump and modular cable investigations. The reviewed log files contained events from 29sep2025-01oct2025. On 29sep2025, the driveline was observed to be connected, and the pump ramped up to the set speed without issue, consistent with the reported controller and modular cable exchange. Events captured prior to the driveline connection appeared consistent with the controller being the patient¿s backup controller and were found to be unremarkable. On 30sep2025, driveline power fault alarms were captured. The alarms did not affect the controller¿s ability to support the pump. On 01oct2025, the driveline was disconnected and reconnected approximately 1 minute later; the driveline power fault alarm cleared and did not reactivate in the log file. The driveline was then disconnected again approximately 3 minutes later. The observed driveline disconnections are consistent with the reported cleaning at the inline connection. A controller internal fault alarm then activated approximately 10 seconds later due to fuse a and fuse b opening and remained active for the duration of the log file; this is consistent with the provided information that the controller internal fault alarm activated while cleaning the modular cable connected to the system controller. Additionally, a loss of left ventricular assist device (lvad) communication alarm activated approximately 10 seconds after the controller internal fault alarms and remained active until the controller was powered off 6 minutes later. Both power cables of the system controller were observed to be disconnected, consistent with the controller being exchanged. No other notable events or alarms were captured. The returned system controller underwent preliminary testing, and fuses a and b were confirmed to be electrically open. Fuses a and b were replaced. Following the replacement of the fuses, the system controller underwent functional testing and passed. The system controller was run for an extended period on a mock circulatory loop and was able to function as intended without issue or alarm. The root cause of the controller internal fault alarms was isolated to the damaged fuses; however, the root cause of the damage to the fuses could not be conclusively determined through this investigation. The patient remains ongoing on heartmate left ventricular assist system (lvas) support with no further issues reported. The device history records was reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the heartmate 3 patient handbook (rev. B) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 2 of the IFU entitled ¿system operations¿ states that driveline damage may be evidenced by a driveline power fault, driveline comm fault, or communication fault alarm on the system controller and instructs the user to contact abbott medical for assistance if the driveline or driveline connector appears damaged. Section e of the IFU entitled ¿safety checklists¿ instructs the user to replace any equipment or system component that appears damaged or worn. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault, driveline communication fault, and controller internal fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.